Event description:
It was reported during a cardiac arrest the initial attempt at io access was unsuccessful. Access was attempted in the right proximal tibia, and during the attempt, the drill would "bog" down as the needle was pressed into the patient. The trigger was fully engaged throughout the attempt; battery was full. That same catheter would end up separating from the patient, revealing the tip to be noticeably bent. At no point was excessive pressure applied to the catheter. The drill bogs down when using a bent or "non-bent" needle. No patient impact was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.